Event description:
This account reports leaking at the "bonded hubs" during tpn administration on 5 units. The staff has also noticed discolored filters when running tpn. There were no pt injuries in any incident.